Event description:
Sorin group received a report that during a procedure the gas flow from the stockert s5 gas blender stopped after an error message was displayed. The blender was swapped out and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s5 gas blender. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.